Event description:
The customer reported the alarm needs evaluation, the alarm appears to have some type of damage such as, broken case or buttons missing. Customer could not provide the date when the issue was found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the led lens cover is pushed into the alarm case, there are scuff marks on the green over mold and dirt inside the battery compartment. The alarm powers on and the nurse call led is intermittent when the nurse call table is moved or wiggled. Unit passes all other functional tests. (B)(4).